Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) was leaking from the balloon during prep. It was not used in the patient and there was no reported patient injury. The user was in training to use the device. The device was prepared and stored according to the instructions for use. Although the device in question was not used on the patient, another mynx device was successfully deployed without issues. The stick location was the left femoral vein. There was no presence of peripheral vascular disease or calcium near the puncture site. The patient recovered following the mynx event. One non-sterile mynx control venous closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position fully covered by the sealant sleeves. In regards to the sealant sleeve conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation / deflation functional analysis, where no issues related to the reported event were observed, as the balloon was inflated and deflated without issues, as expected. The reported event of ¿balloon balloon loss of pressure¿ was not observed through analysis of the returned device since the ballon was inflated successfully with no leakage during the analysis. The exact cause of the reported event could not be conclusively determined during analysis. Unspecified handling factors may have contributed to the reported issue since it was reported that the user was in trianing. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) was leaking from the balloon during prep. It was not used in the patient and there was no reported patient injury. The user was in training to use the device. The device was prepared and stored according to the instructions for use. Although the device in question was not used on the patient, another mynx device was successfully deployed without issues. The stick location was the left femoral vein. There was no presence of peripheral vascular disease or calcium near the puncture site. The patient recovered following the mynx event. The device was returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.